Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they found a motor position encoder error alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm during the bolus delivery, and a motor position encoder error was confirmed in the alarm history file. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime, and self tests. The pump also passed the operating currents tested within the specification range and passed the off no power test. The pump had a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.